Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope sheath's ceramic tip was broken. The issue occurred during preparation for use in a therapeutic, unspecified procedure. There was a slight delay in the surgery. However, the procedure was completed using a spare sheath. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction is likely due to thermal and mechanical impact, wear and tear, improper handling, or mechanical overload such as a fall, shock, or similar stress. The event can be prevented by following the instructions for use which state: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end. Before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Olympus will continue to monitor field performance for this device.